Manufacturer narrative:
Siemens conducted an investigation and determined that the error occurred due to a communication problem with the ias, resulting in the system not being able to generate images and the xray was restricted. Affected system components were exchanged and the system is operating according to specifications. (B)(6).

Event description:
It was reported to siemens before a procedure on the artis zee system, an error message was received "error receiving images, xray aborted.". The customer attempted to close the examination and restart with no success. The customer then rebooted the entire system and it worked as normal. The customer did not report any impact to the state of health of the patient.